Event description:
A ventilator was returned to the manufacturer for service. There was no patient harm or injury reported.

Manufacturer narrative:
During the evaluation of the device at the manufacturer's service center, a failure related to the device's liquid crystal display, lcd, was observed. The device's lcd was replaced to address the issue.